Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test, self-test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer¿s nurse reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump that stopped working. The troubleshooting was performed and was advised to insert the new battery and the display returned. It was reported that the battery change resolved issue and ship a courtesy battery cap. It was reported that they had received button error. It was reported that the customer was in the hospital for non diabetic reason. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 5, 2019.